Event description:
Product was returned as an implant failure after 2 months. Based on the report, the pt had no medical history, oral hygiene was described as good, and bone condition was described as good, and bone condition was described as good. Surgery was one stage on tooth #5. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to an infection and pain that occured around the implant site.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The exact reason for implant's failure to osseointegrate and for the infection is unk.